Event description:
The pump was returned to animas and was investigated by product analysis. The investigation revealed a faded and discolored display screen. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/06/2013 with the following findings: the pump display screen was found to be faded and discolored. The old screen was removed and replaced with a new screen and the display returned to normal. Unrelated to the display issue, the audio bolus button was found to be inoperable due to a missing cover and missing slug. Also unrelated, the keypad was observed to be torn at the ok button; the ok button was found to be responding intermittently and contamination was observed under the button contact. The damage to the audio bolus and keypad buttons is obvious and detectable to the user and should alert the user to discontinue use of the device. Also unrelated, the pump emitted a call service 078 alarm which was duplicated during testing; the pump was opened and moisture damage was found on the pump motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).